Event description:
The pt contacted animas alleging that it would take multiple keypad button presses before the pump would respond. The pt claimed that it would take 4 to 5 presses for the pump to respond when selecting excho or exbg from the bolus menu. The pt also reported that at times after telling a bolus to go, she would receive a message stating the bolus was cancelled although she denied pressing a button.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to down arrow button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, a normal 10 unit bolus was performed successfully.